Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon tried to clip small bleeders on a staple line. Multiple clips scissored upon deployment without noticeable torque on the device. The surgeon then oversewed the staple line keeping the patient under anesthesia for an extra ten minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; upon testing, the instrument was cycled and it fed and formed sixteen scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: did surgeon use ethicon stapler to staple tissue on sleeve gastrectomy procedure? If this was an ethicon stapler, please provide the product code of the stapler used, which firing of device the bleeders occurred on, and which reload was used when bleeders occurred. If our ethicon stapler/reload were used, are these items available to send back for analysis? Was oversewing staple line sufficient to control small bleeders during procedure? F/u response: yes it was an ethicon stapler. It was a ple60a. He used green loads without buttressing on the distal stomach, gold on the middle and blue near the ge junction. All without buttressing. There was oozing on just about every firing which is not unusual. The stapler and reloads are not available for return. The oversewing was sufficient to control the bleeders.